Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope light (guide fiber) bundle was dark. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, poor image quality, light [guide fiber] bundle was dark and back end of light guide bundle (light-guide adapter) is creased and broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due component failure of the light-guide adapter and universal cable the image is blackout, poor quality image and the back end of light guide bundle (light-guide adapter) is creased and broken. The most probable cause of the complaint is cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.